Manufacturer narrative:
(B)(4). Batch # p56p4w. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received void of staples, with the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify, when the device would not lock into place and "and subsequently would fire." Was it meant to state that the device "wouldn't fire"?

Event description:
It was reported that during an unknown procedure, very difficult case, surgeon (experience surgeon) locked the device into position however then changed his mind and tried to reposition after which the device wouldn¿t lock into place and subsequently would fire. A competitive device was then opened to proceed with the case. There was no patient impact and the procedure was not extended greater than 30 minutes due to the failure.